Event description:
The facility reported an incident where "a nurse turned the unit on and left the room to get the IV solution. When nurse returned, the unit was powered off". The facility reported that the device was not in pt use at the time of the incident. No pt injury has been reported. No additional info available.